Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sudden low flow alarms down to less than 0.5 liters per minute (lpm) and then the patient expired. The system controller was exchanged however the low flows did not resolve. Log files were submitted for review and captured intermittent low flow events from the start of the data capture which was in the early morning of (B)(6) 2024. The estimated flow was hovering around 2.4 to 2.5 lpm at that time. The low flow events became more frequent at 0618 on the same day with the flow dropping into the low 2 range and then eventually below 1 as the low flow events became constant. Pulsatility index (pi) values were non variable around 2 during this time. The driveline was disconnected at 0820. An autopsy was declined by the family; therefore, the pump would not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file contained events from 05:33:53 through 08:24:43 on (B)(6) 2024, per the timestamps. Intermittent low flow hazard alarms were captured at the start of the log file. The file revealed a subsequent decline in flow decreasing below 0.7 liters per minute (lpm) to 0.0 lpm, which lasted throughout the remainder of the file. The driveline was subsequently disconnected and the controller was shutdown on (B)(6) 2024, consistent with the reported patient outcome. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.